Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref (B)(4).

Event description:
Report received from the (B)(6) stating that the device had a vibration issue. Device was used in surgery. Date of the event is unk. It is unk if injury or medical info occurred. There was no additional info provided.